Event description:
Reporter indicated that the patient had a fractured lead based on diagnostics and x-rays. He stated she had 7/limit/high on both systems and normal mode diagnostics with eri=no. There was no trauma or manipulation reported. Patient is doing well and does not have increased seizures. X-rays were taken and reviewed by manufacturer. X-ray review reveals the presence of a lead break in the lower neck region between two tie-downs. Patient is scheduled for revision surgery, but it has not occurred to date. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-ray of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.